Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that the device went to back-up mode. On two prior occasions, the device went to back-up mode and displayed end of life characteristics, but the clinician was able to program the device back to dddr with normal measurements. When it happened a third time, the device was replaced.